Event description:
Info received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician isolated the issue to a non-functioning trend limit switch. He replaced and adjusted the limit switch to repair the bed.